Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by turbid drainage. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event as the same day as onset. On an unreported date, the patient was treated with unspecified antibiotics for peritonitis. At the time of this report the patient remained hospitalized and was recovering from this peritonitis event. On an unreported date, the drainage was clear. Dianeal therapies were ongoing. No additional information is available as further follow up was declined by the reporter.